Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self test and alarm was occurring every 3 minutes. The customer did not recall any significant events leading to the alarm. Blood glucose value was 221 mg/dl. Troubleshooting was performed and the customer was the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip.